Event description:
A report was received that the patient is experiencing intermittent jolts over the leads at the back of the head region. The implanting physician believes the linear leads may be stimulating too much around the contacts. The physician referred the patient to a neurosurgeon for possible removal of the linear leads and implantation of a paddle lead.